Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial exhibited high capture threshold. No intervention was performed. The patient was in stable condition.